Manufacturer narrative:
(B)(4) failure analysis: inspected and installed in known good vela unit, powered on unit and let run overnight. Vela unit functions correctly. Powered unit in service mode, performed xdcr calibration per service manual. Root-cause could not duplicate the vent inop, no patient involvement. No further investigation is needed.

Event description:
The customer reported while using the avea ventilator, it is alarming "vent inop" (ventilator inoperable). The customer stated he did the extended self test (est), it passed, but then the ventilator alarmed inop. The customer reported there was no patient involvement associated with this event.